Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was cracked. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer performed a cartridge change to resolve the issue.